Event description:
It was reported to boston scientific corporation in 2006, that a cre esophageal /pyloric/colonic wireguided balloon dilatation catheter was used during a procedure one day prior, (patient gender, age and weight unknown). According to the complainant, during the procedure the balloon ruptured at 6 atm. The procedure was successfully completed with another cre esophageal /pyloric/colonic wireguided balloon dilatation catheter. No patient complications were reported as a result of this event.

Manufacturer narrative:
A functional analysis of the device was performed and revealed a leak in the device when it was inflated. The root cause of the complaint could not be determined. A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted.